Manufacturer narrative:
The instruments in the cycles subject of the event were reprocessed prior to use. During the time of the reported event, the sterilizer was running a cycle when the unit began to produce a "haze" throughout the room. The vacuum pump oil is non-toxic and not considered hazardous. A steris service technician arrived onsite to inspect the sterilizer and found that one of the o-rings, located on the oil mist eliminator (ome) became dislodged. As the o-ring became dislodged this allowed for oil to build up around the filter housing and the reported event to occur. The technician replaced the o-ring, tested the unit, confirmed it to be operating according to specification, and the unit was returned to service. No additional issues have been reported.

Event description:
The user facility reported that several employees experienced irritation from an oil mist emitting from their v-pro max sterilizer. The employees sought medical treatment and returned to normal work duties during their next scheduled work day.